Manufacturer narrative:
Serial number was requested but not provided. Manufacturer's investigation conclusion the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted log file, containing approximately 32 days of information ((B)(6) 2022 to (B)(6) 2022 per timestamp). A no external power alarm was observed at 12:26:57 on (B)(6) 2022. This alarm appeared to have been caused by a loss of ac power, as the rsoc of both cables steadily decreased. During the time of power interruption, the system was supported by the emergency backup battery and the pump was able to maintain a speed above the low speed limit. The alarm resolved when external power was reconnected to the system. The mpu (serial number: unknown) was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate ii patient handbook, rev. C, section 5 ¿alarms and troubleshooting¿, describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook, rev. C, section titled ¿emergency contact list, cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-13032. It was reported that the patient had spikes of elevated pump power with high flows. The patient had a driveline disconnect alarm with a pump stop on (B)(6) 2022. The patient denied hearing the alarm and denied that their driveline was disconnected. Patient was home at time of the alarm. A review of the log files revealed a no external power alarm on (B)(6) 2022. This was caused by the power to mobile power unit being briefly interrupted. The driveline disconnect and pump stop on (B)(6) 2022 lasted for ~37 seconds.